Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from a mesh leg assembly, inside the capio device, but was not found. The physician believes the needle was left inside the patient. The procedure was completed with another uphold vaginal support device, with no complications to the patient, who is reportedly "fine" post-procedure.